Event description:
Complaint sheet reported: "the leakage is occuring in the housing of the stopcock itself, within the turning mechanism of the stopcock and leaking blood out of the white turning portion of the stopcock. It is not necessarily at the stopcock connection to the circuit." Stopcock is located on the circuit at the bridge position, this leak occurred "days" into the procedure. (B)(4).